Manufacturer narrative:
Sanofi company comment dated on 15-nov-2024:this case involves a 86 years old female patient who experienced breast cancer while using medical device hylan g-f 20, sodium hyaluronate (synvisc one).based on the limited information provided regarding this case, causal role of the company suspect product cannot be denied. However, lack of information of past medication, therapy details, family history precludes comprehensive case assessment. The case will be reevaluated on receipt of follow up information.

Event description:
Breast cancer. Had pain in her knees, her knees hurt really bad [knee pain]. Case narrative: initial information received on 08-nov-2024 regarding an unsolicited valid serious case received from a non-healthcare professional (patient service representative). This case involves a 86 years old female patient who experienced breast cancer and had pain in her knees, that hurt really bad with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s), concomitant disease, risk factors and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection, unknown dose, route, frequency, strength and indication. On an unknown date after an unknown latency, the patient had breast cancer and had pain in her knees, her knees hurt really bad (arthralgia) (unknown batch number and expiration date). No additional information available. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for the events. Corrective treatment: not reported for the events. Outcome: unknown for the events. Seriousness criteria: intervention required and medically significant for the event of breast cancer. Based on the data previously received, the preliminary comments were added. Seriousness criteria of intervention required added in the narrative. Text amended accordingly.

Event description:
Breast cancer [breast cancer] had pain in her knees, her knees hurt really bad [knee pain] . Case narrative: initial information received on (B)(6) 2024 regarding an unsolicited valid serious case received from a non-healthcare professional (patient service representative). This case involves a 86 years old female patient who experienced breast cancer and had pain in her knees, that hurt really bad with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s), concomitant disease, risk factors and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection, unknown dose, route, frequency, strength and indication. On an unknown date after an unknown latency, the patient had breast cancer and had pain in her knees, her knees hurt really bad (arthralgia) (unknown batch number and expiration date). No additional information available. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for the events. Corrective treatment: not reported for the events. Outcome: unknown for the events. Seriousness criteria: medically significant for the event of breast cancer.